Event description:
It was reported that the patient presented to the emergency room "feeling unwell." The device reported to have stopped pacing and appeared to have no capture. The physician placed a temporary pacemaker wire and was pacing the patient externally. After the initial interrogations of the device, no communication was possible with the device. The device could be eol and therefore rf communication could no longer be possible. There was a "circuit failure' suspected. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.